Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting, it was confirmed that the reason for the occlusion alarm was due to an air leak in the pump. Additionally, it was reported that the pump time was inaccurate when an alarm would occur. The customer also reported that the pump would unexpectedly shutdown, the battery would not hold charge and cartridge change errors would occur. Customer declined to provide further information regarding the reported issues. Customer's blood glucose was 455 mg/dl at the time of the report. Customer confirmed that an alternate method of insulin delivery was available.